Event description:
It has been reported that one bd vacutainer® rapid serum tube (rst) blood collection tube thrombin has been found experiencing erroneous results during use. The following has been provided by the initial reporter: it was reported that they are seeing macro clots in the serum of the rst tubes. Customer states that they are seeing micro and macro clots in the serum of the rst tubes. They invert 5 times upon drawing and she does not have a clot time but states that they are sent via pneumatic tube so time from draw to receipt is most likely 15 minutes. They remove clots from serum and then run. They are not running high sensitivity troponin. They run on dxi. They use the rst tubes for tsh, pregnancy and troponin and have not had issues with the other analytes. Tubes are not stored in lab complaint 4 of 6

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10

Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Initial reporter state: address information was not able to be obtained. (B)(6) was used as a place holder based off of the user's area code. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one bd vacutainer® rapid serum tube (rst) blood collection tube thrombin has been found experiencing erroneous results during use. The following has been provided by the initial reporter: it was reported that they are seeing macro clots in the serum of the rst tubes. Customer states that they are seeing micro and macro clots in the serum of the rst tubes. They invert 5 times upon drawing and she does not have a clot time but states that they are sent via pneumatic tube so time from draw to receipt is most likely 15 minutes. They remove clots from serum and then run. They are not running high sensitivity troponin. They run on dxi. They use the rst tubes for tsh, pregnancy and troponin and have not had issues with the other analytes. Tubes are not stored in lab. Complaint 4 of 6.